Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Implant revised due to alval. Well fixed corail stem left in. Pinnacle com cup removed and replaced with pinnacle gription cup with poly liner and delta ts ceramic head original surgery was in 2010 and implants used were corail stem with pinnacle com articulation. Update rec'd 20 august 2015: the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also revised to address pain. The part/lot information for the head and liner are being updated at this time and the head and liner are being reported. The complaint was updated on: 14 september 2015.

Manufacturer narrative:
Implant revised due to alval. Well fixed corail stem left in. Pinnacle com cup removed and replaced with pinnacle gription cup with poly liner and delta ts ceramic head. Original surgery was in 2010 and implants used were corail stem with pinnacle com articulation. Update rec'd 20 august 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also revised to address pain. The part/lot information for the head and liner are being updated at this time and the head and liner are being reported. The complaint was updated on: 14 september 2015. Conclusion and justification status: following investigation by quality, tribology and bioengineering, it was concluded that: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Implant revised due to alval. Well fixed corail stem left in. Pinnacle com cup removed and replaced with pinnacle gription cup with poly liner and delta ts ceramic head. Original surgery was in 2010 and implants used were corail stem with pinnacle com articulation. Update rec'd 20 august 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also revised to address pain. The part/lot information for the head and liner are being updated at this time and the head and liner are being reported. The complaint was updated on: 14 september 2015. Update nov 30, 2017: additional information received. There is no new information added that changes the MDR decision. Updated complainant information. Added stem product information. This complaint was updated on: december 06, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.